Manufacturer narrative:
Device not received by manufacturer.¿ a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the dso seal detached. The incident occurred during testing. There was no patient involvement.

Manufacturer narrative:
B5: correction made to event description. H3: one device was received for evaluation of complaint that device had detached downstream occlusion (dso) seal. Review service history found no relevant service history. Review of event log found nothing related to complaint. Visual evaluation confirmed the complaint and found dso seal detached. Replaced dso seal to address reported issue. Validated repair through downstream occlusion/upstream occlusion sensor test. Device passed all testing criteria post repair.

Event description:
It was reported that the downstream occlusion (dso) seal detached. The incident occurred during testing. There was no patient involvement.